Event description:
It was reported that the pt had some swelling at the pump pocket site and experienced increasing pain. It was initially believed that there was no infection and that the site was opened, the fluid cleaned out, pouch removed and the catheter tip moved down one inch. It as later reported that the pump and catheter were removed due to infection. The pt was discharged from the hosp on (B)(6) 2011.

Manufacturer narrative:
(B)(4).